Manufacturer narrative:
At this time, the lead remains in service. Attempts were made to obtain additional information; however, no information was available. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that it was suspected that this left ventricular (lv) was fractured. The lead had exhibited elevated threshold measurements and had previously been programmed off. The lead was tested which did not reveal any lead issues. The impedance measurements were within normal limits; the lv threshold was elevated, but capture was able to be assessed. The lv lead was programmed on again. No adverse patient effects were reported. The lead remains in service.